Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The customer returned the device for evaluation, which was received with shipping packaging intact. Once the device was received the length of the stent and delivery system were measured and compared to the length printed on the label provided. The stent was found to 120 mm x 6 mm, however, the outer label had a reference of 75 mm x 10 mm. The delivery system was found to be 680 mm or 68 cm, however, the outer label depicted a length of 120 cm. This root cause of this issue occurred during the packaging manufacturing process of the wrapsody device. This complaint will be used to trend for similar complaints. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
The customer reported that the delivery system and the stent size do not match the label on the packing box. The stent was introduced to the patient's body. Since the hand feel is different, the surgeon withdrew the whole system before deployment. There was no patient injury.